Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the entire bullet tip came off the scope on the vasoview 7 xb while inside the pt's leg. They had to retrieve the dissection tip by putting the naked scope back up the leg and screwing it into the scope via a spinning technique. The pieces were retrieved through the original incision. The lot number was not recorded by the hospital and is unavailable, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if additional info is obtained. (B)(4).